Event description:
Procedure type: laparoscopic partial gastrectomy. According to the reporter: the device was used for to excise a tumor near the greater curvature on anterior wall of stomach. The stapler was inserted from the port which was placed on the left side of umbilicus. After firing, it seemed like oozing occurred. A specimen was retrieved from the cavity, and the incision was closed without confirming arrest of bleeding. Operating room time was about 40 minutes. It was reported about 4 or 5 hrs after surgery, the pt went into shock due to excessive bleeding and re-operation was performed. Bleeding from artery was confirmed, and two clips were applied. The amount of bleeding was 1200 or 1300cc and a blood transfusion was performed. No additional tissue loss. The pt is recovering.

Manufacturer narrative:
(B)(4).